Event description:
Facility reported an internal blood leak (4th use). The blood loss was greater than 200cc. The blood was not returned back to the pt. No medical intervention. No pt ill effect. Sample is not available for examination.

Event description:
Facility reported an internal blood leak (4th use). The blood loss was greater than 200cc. The blood was not returned back to the pt. No medical intervention. No pt ill effect. Sample is not available for examination.